Event description:
Developed sudden severe infection cultured as pseudomonas. Spent 39 days in hospital attempting to save right eye. Had 2 surgeries during hospital. Released in 2007, to come home an recuperate before corneal transplant performed. Corneal and lens transplant performed two weeks after, released from hospital the following day, still unable to see anything but light and color in right eye. Left eye has severe astigmatism and depth perception is way off. Used amo complete exclusively. Dates of use: 2007. Diagnosis: lens leaner and disinfectant.